Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sugar glucose vs blood glucose was far apart. Customer's blood glucose was 240 mg/dl and their sugar glucose was 40 mg/dl. Customer advised the device alarmed low blood glucose and suspended a few times during the night. Troubleshooting for the sugar glucose vs blood glucose was performed. Customer's current blood glucose was 243 mg/dl and sugar glucose was 252 mg/dl. Customer advised false lows may occur as a result of sleeping on the sensor or tossing and turning while sleeping. Customer advised to monitor the sensor and insulin pump and call back if any further assistance is needed.